Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the truetome jag 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome jag 44 was analyzed, and a visual evaluation noted that the cutting wire was blackened with no other visual damage. The working length was torn from the distal pierced hole, displacing the cutting wire anchor from its original position. The wire anchor was dislodged outside the catheter. The device was observed under magnification and the cutting wire was blackened, the working length was torn from the distal pierced hole, and the guidewire was in good condition. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the cutting wire was blackened with no other visual damage noted. The cutting wire being blackened indicates that the device was energized. It was found that the working length was torn and the cutting wire anchor was dislodged. Based on the condition of the device (distal pierced hole was torn), this condition could have been displaced the cutting wire notch from its original position (the wire anchor is outside the catheter). The working length torn at the pierce hole could have been caused by submitting the catheter to tension forces during handle actuation. Also, bowing or rotating the device without being completely out of the scope can lead to a tear. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the truetome jag 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.